Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "volar plate broken. The issue was discovered when patient went to emergency services reporting pain. Patient reported pain and medical intervention was required."

Manufacturer narrative:
Correction: please refer to section h6 (device code).

Event description:
As reported: "volar plate broken. The issue was discovered when patient went to emergency services reporting pain. Patient reported pain and medical intervention was required."

Manufacturer narrative:
Correction: please refer to section d4 lot#. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned plate could be confirmed based on the catalog and the lot numbers marked. The plate broke in two after 21 weeks of implantation at the level of the 8th distal locking hole, both fragments were returned. Microscopic analysis gives evidence of a fatigue fracture on the lateral side of the place. The medial side gives indication of a sudden "catastrophic" brittle fracture, resulting from the fatigue fracture aforementioned. Despite the confirmation of the reported event, it was not possible to determine its exact root cause. Additional information, such as patient's medical reports and patient post-operative behavior as well as x-ray images would have been necessary to perform a complete investigation and to understand what may have cause the implant's failure. It must be noted that any manufacturing or design related issue could be ruled out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "volar plate broken. The issue was discovered when patient went to emergency services reporting pain. Patient reported pain and medical intervention was required."